Event description:
A patient underwent a patient ductus arteriosis on (B)(6) 2012. The physician was engaging a lesion near the foot using hydro-st in .018x150 cxi catheter. During manipulation while pulling back on the wire it appeared to tie a knot, but retrospectively it may have partially fractured and bunched-up the tip, and eventually the wire tip broke off and was retrieved with a snare with the help of another physician. More fragments were found in the sheath after removal from the patient and are included with wire being returned. Patient outcome has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). This device is purchased from a vendor. It is inspected to verify the length and correct spiral holder. An examination of the returned product confirms complaint that the wire fractured. The cause however is not known. In previous complaints we have found possible causes to include damage t the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Limited information was provided in the event description although both proposed scenarios are feasible. In the absence of additional information a root cause can be determined. Insufficient information to determine a root cause. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.